Event description:
(B)(4). I started bleeding very heavy with quarter size blood clots. I was having unbearable pain in my abdomen. Sharp, stabbing, cramp pains. Every since that day the pain still remains. I went from being perfectly healthy to having constant pain, bleeding and uti's. I am now taking several medications, those of which I have never had to use before. High pb meds, pain meds, muscle relaxers, anti-inflammatory, 2 antibiotics. I also have pain with intercourse.